Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include cardiac arrhythmias. The pump may cause interference with aicds. If electromagnetic interference occurs it may lead to inappropriate shocks arrhythmia and possibly death. The occurrence of electromagnetic interference with aicd sensing may require adjustment of lead sensitivity proximal placement of new leads or replacement of an existing sensing lead. The vad system or vad therapy  issues can potentially exacerbate or lead to arrhythmia (i.e. Pump stop, suction events, migration of pump or pump components and/or interaction of the pump or pump components  with heart wall/structure resulting in clinical compromise that requires hospitalization, IV antiarrhythmic, surgical procedure, cardioversion (including aicd firing).  In this case, the patient was hospitalized for treatment and interrogation of the device. Cardiac arrhythmias are also found to occur more frequently in patients diagnosed with heart failure.  With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's significant cardiac history and related comorbidities.  Though the root cause of the event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the clinical study that this patient was hospitalized for treatment of cardiac arrhythmia. The patient underwent an echocardiogram and implantable cardioverter defibrillator (ICD) interrogation.&#2068;he patient was discharged on (B)(6) 2016.